Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent an intraocular lens (iol) implant in the right eye. The doctor was aiming for plano, but the patient came out to be a -1.75 sph 20/20. They repeated measurements and ran different methods but still cannot figure out what caused the drift. The patient cannot see at all at a distance and not seeing real clear at near. It was learned that the lens was subsequently explanted. No other information was provided.

Manufacturer narrative:
Additional information: upon further follow-up it was confirmed that there was no vitrectomy and that the patient is doing well post-explant. Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 10/12/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, a detached haptic, and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one other complaint received from this production order. But these complaint issues are not related; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.